Manufacturer narrative:
Concomitant medical products: product ID: etbf2816c166ej, serial/lot #: (B)(4), ubd: 17-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported on an unknown date a type v endoleak was identified. Per the physician the cause of the endoelak is unknown. Banding and aneurysmorrhaphy was performed to resolve the event. No additional clinical sequelae were reported and the patient is fine.